Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a cd 23-inch infusion set, noted by a ¿high¿ glucose reading and rapid insulin use approaching a full cartridge within about a day; the user removed and inspected the infusion set with no abnormality observed and performed a supply change, with no device alerts for prolonged glucose above 300 mg/dl. Symptoms included dizziness. Outcomes included no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed an unclear cause for hyperglycemia, with no device alarms reported and no observable infusion set abnormality during user inspection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.